Event description:
It was reported that while the customer was attempting to fill the cartridge insulin began leaking from the fill septum. Customer loaded a new cartridge and was able to successfully resume insulin delivery. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.